Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Additionally, data was received from the patient. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother and father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's father to reset the device which was unsuccessful for the reported issue. Patient's father was later advised to pair a new transmitter which was successful for the reported issue. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.